Manufacturer narrative:
Section a-patient identifier: sids = (B)(6). This issue was previously reported under MDR number 3005094123-2024-00044 and 3005094123-2024-00045 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total -hcg results generated on the architect i2000sr processing module for two patients. The samples were negative upon repeat. The customer also noted that the level 1 control sometimes run high but came in range when repeated. The following data was provided: on (B)(6) 2023, sid (B)(6) , initial result = 5088.75 miu/ml (positive). On (B)(6) 2023 ,repeat results = <1.20miu/ml, <1.20miu/ml, <1.20miu/ml (all negative). On (B)(6)2024, sid (B)(6), initial result = 124.20 miu/ml (positive). On (B)(6) 2024 repeat result = <1.20miu/ml (negative). There was no impact to patient management reported.

Event description:
The customer observed false positive architect total ¿-hcg results generated on the architect i2000sr processing module for two patients. The samples were negative upon repeat. The customer also noted that the level 1 control sometimes run high but came in range when repeated. The following data was provided: 25dec2023 sid (B)(6)initial result = 5088.75 miu/ml (positive) 26dec2023 repeat results = <1.20miu/ml, <1.20miu/ml, <1.20miu/ml (all negative) 15jan2024 sid (B)(6)initial result = 124.20 miu/ml (positive) 15jan2024 repeat result = <1.20miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a weak opening of the pretrigger valve. The fsr replaced the manifold valve and deemed the part as the likely cause for the result issue. An instrument service history was reviewed for (B)(6)and revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the immunoassay systems did not identify any trends related to the architect i2000sr system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6)or the manifold valve were identified.